Event description:
Customer reported an interlink system basic solution set (unknown lot number) separated from the drip chamber resulting in etoposide (chemotherapy agent) leak on the patient and the nurse. The patient experienced the chemotherapy splashing in his eyes and soaking his shirt. The patient's eyes were cleaned with normal saline and water and he was sent to an ophthalmologist for evaluation. Results of the ophthalmologist evaluation are unknown at this time. The nurse was not injured. The actual samples are not available due to contamination with chemotherapy. The lot number is unknown therefore, no companion samples are available. This complaint relates to the patient. Patient outcome is unknown.

Event description:
This was a male patient admitted in 2009 with a diagnosis of metastic squamous cell carcinoma of the lung. The patient displayed no symptoms at the time of the event. The patient was receiving etopside 100mg in 250ml fluid. It is unknown what pump was in use at the time of the event. Clarified information indicates that the patient was not sent for an opthamologic evaluation. The patient reported that no chemotherapy got into his eye. Additionally, the nurse was not splashed with chemotherapy, did not require intervention. It is unknown what type of catheter the patient had in place. The lot number of the interlink tubing is unknown.

Manufacturer narrative:
The actual sample was discarded because it was used with chemotherapy, the lot number is unknown, and no companion samples are available.